Event description:
A laparoscopic hysterectomy was being performed at the hosp in 2006. The equipment being used was an intuitive robot and a part# 400110 pricise bipolar accessory. The instrument had been in use for 2 hours and was being used to cauterize the uterine arteries when the device failed. The bipolar accessory broke at the pincher tip. The device was removed and the hysterectomy was completed vaginally.